Manufacturer narrative:
Continuation of d10: product ID 8784. Serial# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2026. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving unknown morphine (500mcg/ml at 117/mcg/day) via an implantable pump. It was reported that the physician was revising the pocket and needed to cut the existing pump segment to move the pump and replaced it with a new pump segment. The issue was resolved at the time of the report. Additional information was received from the manufacturer representative. It was reported that the pocket revision was performed for patient comfort.